Event description:
According to the reporter, during a single-port video-assisted thoracoscopic right upper lobectomy for lung cancer with right upper wedge resection, the device was unable to cut lung tissue. It was noted that there was delayed patient surgery. The device was replaced with a new one. The procedure was prolonged by approximately 15 minutes. There was no patient injury.

Manufacturer narrative:
D10 concomitant product: egiaustnd, egiaustnd endogia ultra univ std stap, (lot number: p5d0858s). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.